Event description:
It was reported that a malfunction alarm, identified as malfunction code 16, occurred with the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to use an alternate form of insulin therapy, specifically multiple daily injections (mdi), while a replacement pump was arranged to be sent. The customer confirmed understanding of the procedure to put the faulty pump into storage mode prior to returning it and was instructed to return the pump using a pre-paid label within 10 days.